Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("significant pain ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy clotting periods"), tinnitus ("tinnitus"), rash ("rashes"), abdominal distension ("bloating") and discomfort ("discomfort"). The patient was treated with hysterectomy and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, tinnitus, rash, abdominal distension and discomfort outcome was unknown. The reporter considered abdominal distension, discomfort, menorrhagia, pelvic pain, rash and tinnitus to be related to essure. The reporter commented: the consumer experienced a pregnancy scare at the beginning of (B)(6) 2017. Although this transpired to a false alarm, this prompted the consumer to seek medical advice regarding the essure device. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.